Event description:
It was reported that while charging the personal diabetes manager (pdm), the patient noticed a burning smell emanating from the device. The physical appearance of the device was allegedly melted. The patient also stated they saw a flame come from the device. There were no injuries or property damage reported.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.